Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device evaluation: the product was returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position and in good condition. The pushrod was observed in its correct orientation. Residues of viscoelastic material were observed on cartridge. The cartridge tip was observed deformed and cracked. Only one half of the lens returned outside the device. Both haptics were observed detached. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity preloaded intraocular lens (iol), model dcb00, was defective upon opening. There was patient involvement, but no medical intervention was performed. No patient injury was reported. Multiple follow up attempts have made asking for clarification, a response was not provided. Subsequently, the complaint product was received and visual testing was completed. It was observed that the cartridge tip was cracked and deformed. In addition, only half of the iol was returned with the haptic detached. The reported event was reassessed as reportable per the investigation site's observation and conclusion.